Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. Device not received by stryker.

Event description:
It was reported that the bur broke at the shaft during a mis spine surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke at the shaft during a mis spine surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.